Event description:
A medtronic representative reported that, late in a procedure using synergy spine, the navigation system unexpectedly exited. The surgeon opted not to do a re-boot of the system and placed the last screw without navigation. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable as the site representative declined to provide. Software investigation not completed at time of this report.